Event description:
Patient reported infusion sites have been falling off after he showers. He stated he has used the infusion device since 1996 and this is his first box of infusion sets he has had this issue with. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.